Event description:
Implant loss-inadequate osseointegration.

Manufacturer narrative:
Implant loss due to loss of osseointegration/spontaneous loss are known complications associated with percutaneous implant systems, considered in the risk management file and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient to keep using the hearing aid system.